Event description:
During inspection of loaner implants, it was found that the hole for the marker pin of the two oic peek cages were not open all the way through the cage.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.